Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis determined the device did not meet expected longevity; device longevity was < 80% of 99.9% longevity limit. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Event description:
It was reported that that device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.